Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event information: the patient underwent follow-up angiography three months post-procedure; there were no reports of clots. As of 180 days post-procedure, the patient's nihss and mrs remain at 0.

Manufacturer narrative:
(B)(4). The pipeline flex will not be returned as it was implanted in the patient. The report of pipeline flex failure to open cold not be confirmed and the event cause could not be determined. Based on the reported information, the distal section of the device was suboptimally apposed because the distal vessel had a turn. The reported in-stent thrombosis was a procedure related event. Thromboembolism is a known inherent risk of pipeline procedure and is documented in the pipeline flex instruction for use (IFU). Additionally, per pipeline flex IFU, "do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis."

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. In addition, the patient experienced in-stent clot formation and closing of the ophthalmic artery intraprocedurally. The patient was being treated for an unruptured wide neck aneurysm in the left superior hypophyseal artery; it had recently increased in size. The vessel was not uniform, had varying widths, and was moderately tortuous. In addition, the distal vessel had a turn, which made pipeline flex deployment challenging. The pipeline flex was deployed across the neck of the aneurysm. Follow up angiograms showed incomplete opening distally and suboptimal wall apposition of the pipeline flex. The pipeline flex was resheathed and re-deployed two times, which was unsuccessful in opening the device. The physician made two attempts to balloon angioplasty the pipeline flex, but follow up angiograms still showed suboptimal apposition of the device to the vessel wall. After a third balloon angioplasty, vasoct showed adequate proximal apposition and suboptimal distal apposition of the pipeline flex. The CT also showed evidence of in-stent clot formation along the device and lack of opacification of the left ophthalmic artery. The physician administered two doses (11 mg each) of intra-arterial eptifibatide to treat the clot formation and to assist in recanalizing the left ophthalmic artery. Follow up angiogram showed complete patency of the left ophthalmic artery and follow up panel vasoct confirmed resolution of the in-stent clot formation. The procedure was ended. Post-procedure, the distal section of the device was still suboptimally apposed, though the aneurysm neck was completely covered. Post-procedure angiogram showed flow stagnation within the aneurysm. The patient woke up in stable condition post-procedure. There were no neurological changes. The patient was discharged one day post-procedure with nihss and mrs of 0. Because the device was suboptimally apposed distally, the patient has been asked to come back for follow-up angiography in a few months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.